Event description:
It is reported via service report that the zoom disengages over bumps. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: cam bracket assembly.